Event description:
It was reported that during service and maintenance, the pressure sensor on the high flow insufflation unit required an offset adjustment. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.